Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing a reaction to the lifevest and was breaking out under the electrodes and therapy electrodes. There was no alleged device malfunction contributing to the irritation. Patient was recommended to remove the lifevest for a few days, to use benadryl and was prescribed steroids by a physician. Follow up indicated that the irritation has healed.